Event description:
(B)(4). I got essure on (B)(6) 2013. A month after I started getting sharp pains on my left side, passed a super length pad sized clot, extreme fatigue, loss of sex drive, painful sex, horribly painful periods, increase on period flow, cramps constantly , random sharp pains on my right side, feeling like my insides are going to fall out of my vagina, joint (every joint) pains.